Event description:
It was reported that during an inferior vena cava filter placement procedure, the sheath tube was allegedly jammed in the process of delivery into the body. It was further reported that it was failed to deploy completely, and filter did not fully expand inside the body and remained inside the sheath. Reportedly, it resulted in deformation of the filter leg and difficulty encountered at the storage tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows the label information which matches with the trackwise details. The second photo shows the filter in an unknown sheath along with an unknown wire. One denali jugular filter were received. On visual evaluation, the denali jugular filter was received stuck in a cut portion of unknown brand sheath and dilator hub. The legs appeared to be entangled. There were portions of unknown brand snare wire loop extending out on the legs and out of hub. No other anomalies were observed. On functional testing, using a mandril, the filter was pushed out from the cut portion of sheath and dilator. Once the filter was out, it had two snare loops on the snare hook of the filter. It was noted the filter had damaged arms, with one broken off and another bent. Further functional testing was not performed due to the damage noted on device. Therefore, the investigation is inconclusive for the reported failure to advance as no objective evidence was provided to confirm the event. However, the investigation is confirmed for the reported material deformation and identified for the detachment issues as the filter had damaged arms, with one broken off and another bent. A definitive root cause for the reported material deformation, identified detachment and reported failure to advance could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the sheath tube was allegedly jammed in the process of delivery into the body. It was further reported that it was failed to deploy completely, and filter did not fully expand inside the body and remained inside the sheath. Reportedly, it resulted in deformation of the filter leg and difficulty encountered at the storage tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.